Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event could not be confirmed as log files covering the reported event date were not available for analysis. Information received from the site indicated that, in addition to low flows, the patient had several admissions for syncopal episodes and ventricular tachycardia (vt). Of note, it was reported that the patient had a history of vt and previously declined intervention. The patient required implantable cardioverter defibrillator (ICD) re-implantation and subsequent vt ablation. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, syncope and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had several recent admissions for syncopal episodes, ventricular assist device (vad) low flow alarms, and ventricular tachycardia (vt). The vad speed had been reduced from 2680 to 2660 rpm during those admissions and an echocardiogram showed the vad inflow cannula pointing to the septum. It was noted that the patient has a history of vt and previously declined intervention in the past. The patient required implantable cardioverter defibrillator (ICD) re-implantation and subsequent vt ablation. The vad remains in use. No further patient complications have been reported as a result of this event.